Manufacturer narrative:
B3: event date unknown. E1: (B)(6). One device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal. Event history log review was not required. Functional testing was able to replicate the reported issue. The root cause was determined to be the dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device would not take the cassette. There was unknown patient involvement and unknown patient harm.